Event description:
It was noted that the pacemaker was explanted and replaced due to the infection. The cause of infection was due to a pimple turned into an abscess. The patient was in the stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.